Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a broken force sensor, was detected during seating or regular delivery pump error. The customer¿s blood glucose was 167 mg/dl. Customer states that they were unable to clear the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error alarm. The problem is isolated to the electronic assembly. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, and self tests due to critical pump error alarm.